Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient said they are not getting therapy relief. Patient said they are getting up 5 or 6 times during the night and they don't get sleep. Patient said they wished they were getting at least 50% reduction in symptoms. They went to the healthcare provider's (hcp) office for a check up a week ago and discussed therapy issues with the manufacturing representative (rep). They discovered at that appointment that the patient's therapy was turned off and said maybe it has been off since implant but they aren't sure. They didn't know it was turned off and said maybe that was why they hadn't gotten any symptom relief since implant. Patient said they turned ins on and increased stim at that appointment and they were told to give it a good week before making any adjustments. Patient said they gave it a week and they are still not getting relief. Reviewed therapy optimization options and general therapy expectations. Helped patient successfully connect external devices to ins and increase stim to a comfortable level. Patient said they could feel comfortable tingling in their rear end. The patient said they weren't feeling stim sensation all the time. Reviewed therapy relief versus stim sensation. Patient will monitor symptoms. On 2023-feb-26 additional information was received from a manufacturer representative (rep). The rep reported that it was unclear if the device had been turned off since the implant. The patient was not sure if they had turned it off themselves. According to physician, hospital delayed case 6+ hours. Patient and/or manufacturing representative might have turned off therapy unknowingly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.